Event description:
It was reported by a dealer that the end user utilizes the portable lift to transfer an agitated child who tends to make the lift tilt on one side because of violent movement. When this happens, the loop of the sling comes out of the support, resulting in the sling holding only by one side. No fall and no injuries were reported.

Manufacturer narrative:
Further information will be provided upon manufacturer's investigation.